Manufacturer narrative:
(B)(4). The insulin pump passed displacement test; it failed self test. Self test returned an unexpected pump error. After inserting the battery simulator into the battery compartment to measure the currents, the insulin pump unexpectedly restarted and powered up with a pump error. After clearing this pump error, the insulin pump then displayed a medtronic logo screen and could not boot up beyond that. After further review, there is corrosion and mold around the battery connectors. Unable to perform the sleep current measurement, and active current measurement tests due to the frozen display.

Event description:
Information received by medtronic indicated that the insulin pump had power error detected alarm. Customer was able to clear the alarm and was able to complete rewind. Also reported battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.